Manufacturer narrative:
Internal electronic component failure (curtis controller module).

Event description:
Unit took off on its own and hit someone. Chair sped up and started going in circles uncontrollably.

Event description:
Unit took off on its own and hit someone. Chair sped up and started going in circles uncontrollably.

Manufacturer narrative:
The device has not been made available for evaluation as of yet. Should the device or further information become available, a follow-up report will then be issued.